Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. There is no evidence to suggest that the damage caused or contributed to the patient's death. The electrode belt was able to properly acquire an ECG signal while in use in the field. In addition, the patient's download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. No adverse event resulted from the damaged cable.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable problem was found. One of the electrode belt cables was damaged.